Event description:
During a orif humeral fracture the depth gauge insert came apart completely while measuring for screw size. The part was retrieved and procedure completed with no consequence to patient.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was returned disassembled. The needle has sheared off at the distal most thread and was also returned for evaluation. The needle is bent in multiple areas/directions. A piece of red tape exists on the slider body which is not a result of the manufacturing process. The thickness of the measuring hook, 1.8 mm, is driven by the fact that the needle must fit into a drilled hole of 2.0 mm. The material of the probe is (B)(4), which is an appropriate material for an instrument of this type and is used on several other depth gauges. The returned device has no lot number so the age can not be determined, but implied that it is at least 10 years old prior to lot numbers being requirements on devices. The design was reviewed, is adequate for its intended use and did not contribute to this complaint condition.

Manufacturer narrative:
This device was for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.